Manufacturer narrative:
(B)(4). Results: dissection, infection.

Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. It was reported that the patient became febrile to 103 on postoperative day two with elevated wbc and with no source of infection identified. This was resolved with antibiotics. Subsequently, the patient complained of headaches from post-op day 10 through 13. An MRI showed hyper-intensity around the lumbar puncture site from the lumbar drain that was inserted pre-operatively. The patient was sent home in good condition. It was reported that over the last three years, the patient had distal perfusion of the thoracic dissection which has led to aneurysm enlargement of the paravisceral aorta to 7 cm in diameter. The physician performed an abdominal visceral debranching and then seven days later, two thoracic stent grafts were implanted. The post procedure showed no evidence of endoleak. The patient was discharged in stable condition three days post implantation. No additional clinical sequelae were reported.